Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right ventricular (rv) lead exhibiting high pacing impedances out of range. Additionally, the patient had a syncope episode and loss of consciousness due to oversensing of noise that lead into pacing inhibition with asystole greater than two seconds. Subsequently, this rv lead was surgically abandoned and succesfully replaced. No additional adverse patient effects were reported.